Event description:
The pt reported that the infusion device does not properly deliver the basal and bolus amounts and he has experienced elevated blood glucose of up to 24 mmol/l (432 mg/dl). He stated, he has programmed temporary basal rate increases of 110% and he believes the infusion device did not deliver insulin. He changed the accessories and bolused through the infusion device in an attempt to lower his blood glucose with no success. He also reported that the up, down, menu, and check buttons of the infusion device do not function. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.